Event description:
The customer contacted physio-control to report that their device will not turn on and stays on load screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
A third party service provider evaluated the customer's device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer will receive a replacement device and the original device will be archived by stryker. No further root cause could be identified.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not turn on and stays on load screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.